Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 7may2019. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic pericardial effusion/hematoma as well as a direct correlation with the device could not be determined through this evaluation. It was reported that on (B)(6) 2018, post-implant day 8, the patient was noted to have developed a large hemorrhagic pericardial effusion/hematoma located anterior to the right ventricle, which was confirmed via CT scan. He reportedly experienced pi events without a decrease in flow. The patient was returned to the or for clot evacuation. He reportedly did not have tamponade but his cvp was elevated and the CT scan showed signs of compression. The patient¿s map and lvad flows remained stable at the time of the event. The issue reportedly resolved. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had the development of a large hemorrhagic pericardial effusion/hematoma located anterior to the right ventricle. A computed tomography (CT) scan was done to confirm this. The patient was noted to have low pi events without a decrease in flow. The patient was transferred to the operating room (or) to evacuate the clot. Per service, the patient does not have tamponade. The patient's central venous pressure (cvp) was elevated and there were signs of compression on a CT scan. The patient had stable mean arterial pressure (map) and lvad flows.